Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap. The customer stated, she went to change her insertion site, went to fill the tubing, and insulin squirted out during the manual prime process. The customer's blood glucose was 218 mg/dl. She stated that she was unable to exit the "preparing to prime" loop. She noted that insulin squirted out while she was trying to hold the act button to fill the tubing. She was advised to disconnect from the device and hold down the act button until she received the second series of beeps and/or numbers appeared on the display. She reported that she did not receive the second series of beeps or numbers. The customer's most recent blood glucose was 289 mg/dl. She stated that the motor did not slow down nor did numbers ramp on the screen. She was unable to check the alarm history due to the rewind prompt. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.